Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect avea ventilator for investigation. The failure analysis lab performed the internal battery charge, power cycle runtime routines and power testing, which found low voltage output from the power supply. The reported event was duplicated the root cause is associated with the power supply out of specification due to material fatigue. This issue will be internally investigated within carefusion.

Event description:
A power failure was reported to occur at the user facility. The ventilator's touch screen went black and a "loss of ac" alarm was triggered. The patient was manually ventilated and placed on an alternate ventilator with no patient harm or injury. The ventilator was turned off and on several times with different power outlets but the alarm conditions did not clear.